Manufacturer narrative:
Event date: (B)(6). 2018. Additional suspect medical device components involved: model: rfk-c101020vz-p, lot #: l359, description: siliconized, (vz) rf cannula,10 cm,10 mm,20 g, 10/pk. The devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient developed temporary weals at the cannula insertion sites a week after the procedure. The patient's skin was itchy. The physician says it appears to be type 4 (delayed skin immune cell mediated) hypersensitivity response. It is unknown if any medical intervention was performed. The physician prepped the patient's skin with chloraprep. The physician is unsure, but believes it is possible that chloraprep could be the cause or the cause could be the cannulas.